Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the patient experienced phrenic stimulation from the ring electrode of the lead. The lead was not used and a new lead was implanted to a more distal position. No further patient complications were reported as a result of this event.